Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2015 with the following findings: during investigation, the pump powered on and displayed the verify screen. A visual inspection of the pump showed that the battery compartment was cracked. A test battery cap was able to tighten securely to the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.